Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5 and b6. - attachment: [2019-01764 article.pdf].

Event description:
Article "preemptive alcohol septal ablation to prevent left ventricular outflow tract obstruction after transseptal mitral valve in valve" discusses this case. Cardiovascular revascularization medicine, 2019. Https://doi.org/10.1016/j.carrev.2019.08.021

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event could not confirmed since the device is not available for evaluation. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. UDI #: (B)(4).

Event description:
It was reported that this patient with a 7300tfx 25mm valve, with implant duration of three (3) years and two (2) months, underwent a valve-in-valve procedure due to severe mitral stenosis, moderate mitral regurgitation and recurrent outflow tract obstruction. A tmvr was performed with a 9600tfx 26mm valve. Tee demonstrated excellent valve seating with trivial central regurgitation with no evidence of lv outflow obstruction. The mean gradient was 4mmhg. The patient tolerated the entire procedure well and without hemodynamic compromise. She was discharged in stable condition on pod #1.